Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information.

Event description:
Additional information was received on 7/11/2018. The date of occurrence and type of procedure are unknown. Angio-seal vip devices were used and all were with 6fr sheaths. Pre-deployment angiograms were performed and there was no apparent issues with the device at the time of use. All patients were stable and there were no adverse outcomes other than the need to have thrombin injection for pseudoaneurysms.

Manufacturer narrative:
Expiration date - unknown due to unknown lot number combination. UDI - unknown due to unknown part/lot number combination. Implanted date: unknown due to unknown date of event. Explanted date: device was not explanted. Device manufacture date - unknown due to unknown part/lot number combination. (B)(6). The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production part number and lot number was not provided, which prevented a meaningful review of the device history record. Gender was not specified. Average age (years): 60.9 (± 0.76), average body mass index: 26.0 (± 0.27), average platelets: 172 (± 5), average international normalized ratio: 1.18 (± 0.01), average diabetes present: 26.8%, average hypertension: 52.5%, average cirrhosis: 40.0%. One report is being submitted for the reported 9 patients due to the lack of specific patient demographics.

Event description:
Per literature review: the article entitled, single-center comparison of the efficacy and complications of arterial vascular closure device in interventional radiology, j vasc access 2017; 18 (4): 339-344, published in jva issn 1129-7298, june 20, 2017. This report addresses the nine (9) incidents of major complications as define by the article authors. Complications at the procedure site included: pain (severe pain at any time or presence of continued pain on post-operative day seven (7) or beyond, bleeding/hematoma, serosanguinous discharge, infection, arterial stenosis, and pseudoaneurysm. Major complications were defined as those requiring therapy and less than 48 hours of hospitalization, or major therapy and prolonged hospitalization.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.